Event description:
The customer reported there was a stator not on error message. This error will cause the system to shutdown un-commanded. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. The system operates as intended.